Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by loose connections to drawer controller. A field service engineer reseated the connections between drawer controller to row ribbon cable. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that had a drawer failure where connection failed drawer not on bus. A customer reported able to get medication from another station and there was also a delay in patient care workflow. There were no adverse events or injuries reported based on this incident.